Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted during testing. However the device had intermittent button response due to corroded express bolus, esc and act button on keypad traces. The device had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.